Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had defective 2nd soft key' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be soft key above barcode key not functional. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had defective 2nd soft key found during testing in the biomedical service department. There was no patient involvement. No additional information is available.